Event description:
The patient ((B)(6)) is a participant in a clinical study. It was reported the patient's dbs ipg was explanted and replaced due to the low battery warning. Based on the program parameters device longevity was determined to be 27 months.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.